Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer reported that the insulin pump had physical damaged and alarmed motor error. Customer stated the insulin pump was dropped. Customer's blood glucose was 296 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.